Manufacturer narrative:
(B)(4) initial report. Device details, pt medical history, post primary and pre-revision x-ray, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records to be reviewed for the femoral head and acetabular cup components. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the marker in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision after 6 years 8 months due to pain.